Event description:
On (B)(6) 2014, a doctor's office had initially alleged that three (3) patients had experienced pain and sensitivity due to herculite ultra restorations which had not fully polymerized; however, during a follow up phone call on (B)(6) 2014 with the office, it was reported that an additional three (3) patients had experienced sensitivity after placement of herculite ultra restorations. This is the first of six (6) reports.

Manufacturer narrative:
On (B)(6) 2014, the doctor reported that six (6) lot numbers were associated with the alleged incident. Although the doctor identified six (6) different lots associated with the sensitivity issues, the doctor could not verify which lot was used on any of the patients; therefore, no catalog numbers or lot numbers were identified of this report. The lots involved in the alleged incident include lot numbers, 4887139 (catalog #34349), 4880077 (catalog #34776), 4444999 (catalog #34350), 4734549 (catalog #34448), and two (2) unknown lot numbers (catalog #34347 and #34348) were associated with the alleged incident. The product involved in the alleged incident was not returned. A visual and physical evaluation was performed on retained samples from the same lots for lot numbers 4887139, 4880077, and 4734549, yielding results within specifications. The lot number 4444999 was expired product; therefore, no further evaluation can be conducted.

Event description:
A doctor's office alleged that three (3) patients had experienced pain and sensitivity due to herculite ultra restorations which had not fully polymerized and had separated from the tooth. This is the first of three (3) reports.

Manufacturer narrative:
Specific patient information such as age and weight was not provided. The patient had experienced pain after having three (3) restorations placed and returned to the dental office. The doctor removed and replaced the restorations using a different product, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.